Event description:
The clinic requested support after a routine visit on (B)(6) 2018 showed affected channels. According to parent, in the time frame between (B)(6) 2017 and (B)(6) 2018 there have been head injuries or blows to the head. Parent did not report any change in performance. The recipient was re-implanted on (B)(6) 2019. The surgeon noted the child rubs his head (on the implanted side) on the headrest of the wheelchair throughout the day.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damage found during investigation is most likely attributable to the explantation surgery. This is a final report.

Event description:
The clinic requested support after that a routine visit on (B)(6) 2018 showed affected channels. The recipient has complex medical history, including cerebral palsy and is non-verbal. According to parent, in the time frame between (B)(6) 2017 and (B)(6) 2018 there have been head injuries or blows to the head. Parent does not report any change in performance. In addition the user had a few episodes of pneumonia and surgery not related to the device on hamstring and inner thigh. As per additional information, follow up/monitoring visit took place in (B)(6) 2019. Latest in situ measurements show 5 high channels and 4 channels possibly involved in a short circuit. The child now only has 3 working channels. Re-implantation is considered.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Additional information: according to the new information received from the field in situ measurements show two additional affected channels. Based on the available information, damage to the active electrode caused by the reported traumas appears likely. In addition, the external mechanical impacts may have led to a weakening of the fixation, causing damage of the active electrode due to device minute mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered for (B)(6) 2019.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic requested support after a routine visit on (B)(6) 2018 showed affected channels. Recipient now has 6 available channels. According to parent, in the time frame between (B)(6) 2017 and (B)(6) 2018 there have been head injuries or blows to the head.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: based on the received information from the field, damage to the active electrode likely caused by the reported trauma is very likely. In addition an increase of hi channels could be observed. Mechanical influences, like the reported trauma may have led to a weakening of the fixation, causing damage to the active electrode due to device minute mobility. Currently the recipient will be monitored by the clinic.

Event description:
The clinic requested support after a routine visit on (B)(6) 2018 showed affected channels. According to parent, in the time frame between (B)(6) 2017 and (B)(6) 2018 there have been head injuries or blows to the head. Parent does not report any change in performance. Per clinical support, the device is still functional with regards to providing sound awareness. The audiologist will discuss results with family and likely monitoring the recipient will be the plan due to the child's overall medical needs. Med-el has not been made aware at this time of any plan for re-implantation.